Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent anterior and posterior vaginal repair due to vaginal prolapse, rectocele, cystocele, and urinary incontinence. It was reported that the patient underwent mesh revision/removal on (B)(6) 2011 due to severe pain, could not urinate, was having urinary tract infections and could not have physical contact with my husband. It was reported that the patient underwent a surgical procedure and had to have the mesh removed and replaced with mesh because she was incontinent, in pain, could not empty bladder which led to urinary tract infections, and could not be intimate with husband. It was reported mesh was implanted due to pelvic pain, stress incontinence, painful intercourse, infections, voiding dysfunction with incomplete bladder emptying secondary to prior tot midurethral sling. No additional information was provided.